Event description:
It was reported that the handpiece began leaking an oil-like substance during a surgical procedure. The case was completed with another device without a procedural delay. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. Based on the investigation details, the reported complaint was duplicated, and a sample was collected from the blade mount assembly. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance.